Event description:
During use of the device for a non-clinical activity, the user reported the central control monitor displayed the following error message: "battery requiring service." No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.